Event description:
Pt had implants for cosmetic reasons. Reports bilateral bleeding the envelope and ruptured right implant. She has had 3 capsular contractures on left with 3 closed capsulotomies and capsular contracture on right. Also reports chronic bladder problems, anxiety, depression, lack of concentration, short-term memory loss, mood swings, getting lost or confused, dementia, balance disturbances/vertigo/dizziness, pain, burning sensation in chest, inflammation, elevated cholesterol or triglicerides, visual changes, thyroid problems, chronic swelling, pain and discoloration of extremities, raynaud's disease, low grade fever, chronic diarrhea &/or constipation, esophagitis, duodenitis, gastritis, irritable bowel syndrome, hemeroids, hysterectomy, ovarian problems, allergies to: chemicals, molds, dust or pollen, insect bites or stings, chronic infections, possible sjogren's syndrome, arthralgia, persistent joint stiffness. Pain in liver and gallbladder, shortness of breath, chronic cough, difficulty breathing, swollen lymph nodes, frozen shoulder, muscle pain & burning, muscle atrophy, fibromyalgia, myositis or polymyositis, rashes, easy bruising, itching, moles that hurt and bleed, insomnia, chronic fatigue syndrome, long-term extreme fatigue, sicca. Biopsy: left breast implant with grossly visible defect and dense fibrous connective tissue capsule with foamy macrophages present. Right breast: foreign body inflammatory response and chronic inflammation and silicone-like material identified in fibrous connective tissue capsule.